Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation as the patient was unable to provide further information when contacted by medical surveillance (ms). The reporter could not specify when the meter issue occurred. It is unknown what medications, if any, the patient takes to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The reporter denied that the patient developed any symptoms however stated that in (B)(6) 2015 he received treatment from a healthcare professional (hcp) however could not specify the treatment received. During troubleshooting the cca noted that the batteries did not require replacing and there was no apparent misuse of the meter. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly received treatment from a hcp due to the product issue.